Event description:
Had transvaginal mesh taken out. It had eroded and adhered to the bladder causing it to break the reimplant. I spent 7 hours in surgery and a unit of blood was needed. It caused a panic attack. I had the prolift for bladder falling out. On (B)(6) 2008 with pain within 2 weeks I went back to dr. Who put it in, she cut mesh that was hanging out vaginally. In (B)(6) of 2011, I became sick. Lots of pain and bleeding. I was having difficulty working. I went to (B)(6) for evaluation. It was transvaginal mesh that was causing problems. On (B)(6) 2011 they removed it. During surgery mesh had wrapped around ureteral tube: repaired and reconstructed vaginal wall, sent home after 3 days, returned in one month to get j-stents and catheter out. Date the first person started taking or using the product: (B)(6) 2008. Date the person stopped taking or using the product: (B)(6) 2011. Reason the person was using the product: incontinence.